Event description:
It was reported that the customer had air bubbles in the reservoir/tubing. Customer stated that the air bubbles occurred after a few hours. Customer stored insulin in room temperature. Customer found no leaks. A replacement will be sent. No further details provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.